Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they did not know the cause of the eri message appearing even though a year ago it showed 10 years left. The patient had surgery to have the device replaced.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was an elective replacement indicator (eri) and low battery icon. There was an allegation or dissatisfaction with implantable neurostimulator (ins) longevity. About a year ago she the ins checked and a manufacturing representative (rep) was there and according to the check she had 10 years left on the battery. The program she used the most was set at 1.5v. The patient was scheduled for a replacement on (B)(6) 2016. No symptoms reported. The issue occurred recently in 2016. The healthcare professional (hcp) office confirmed the ins battery was really low on (B)(6) 2016

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.